Event description:
Reportedly, this valve was explanted after 2 days implant duration due to paravalvular leakage as seen on echocardiography. No further information was provided.

Manufacturer narrative:
Evaluation preliminary findings examination of the returned valve revealed incomplete coaptation. All three leaflets appeared to be stiffer than normal. The valve was sent to r&d for further in vitro testing. X-ray. Results- evaluation not complete as of this date. Conclusions- evaluation not complete as of this date.